Event description:
It was reported that during an implant they opened a lead and noticed one electrode looked funny. They did not use the lead in a patient. Electrode 1 looks like the coil was not covered at all and does not look normal. The actual electrode bends and looks like a coil and not a smooth surface. The procedure was about two weeks ago. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: final analysis of lead model 3093-28 (lot # va0ptjd) showed no anomaly found. There is no anomaly with the #1 electrode of this lead. According to page 3 of the implant manual, "the model 3093 lead is the same as the model 3889, except that electrode 1 (the electrode second from the distal end) is an extended (coiled) electrode approximately three times longer than the other three cylindrical electrodes."